Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, unexpected restart error test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Analysis was unable to confirm excessive no delivery alarms due to prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.